Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011, for permanent sterilization. In (B)(6) 2011 the plaintiff had two essure coils implanted in her body. After undergoing this procedure, she underwent an hsg (hysterosalpingogram) test to confirm tubal occlusion. As a result of this hsg test, she held the belief that any subsequent pain and bleeding to not be related to the essure devices. After the implant procedure, she began to gradually experience increasingly painful abdominal pain, as well as, irregular, heavy menstrual cycles. During this period, the plaintiff was not able to definitively ascertain the origins of these pain and bleedings, even after visiting medical facilities with complaints of abdominal and pelvic pains. On (B)(6) 2015, she sought a definitive solution to the symptoms that she had been suffering from and underwent a hysterectomy and bilateral salpingo-oophorectomy, to remove the coils. Follow-up received on 10-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly painful abdominal pain and pelvic pains. She underwent a hysterectomy and bilateral salpingo-oophorectomy to remove the coils, approximately 4 years after essure insertion. These events are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not reported. Given the positive temporal relationship and lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains'), abdominal pain ('increasingly painful abdominal pain / stomach') and menometrorrhagia ('irregular heavy menstrual cycles/ bleedings') in a 49-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2015: ultrasound done which showed b.4cm uterus with posterior uterine fibroid 1.9cm and es 6mm with normal r ovary, l ovary not seen due to bowel gas and echogenic essure tubal occlusion was seen bilaterally. On (B)(6) 2015, minus the adnexa, the uterus was 95 gm, 9 x 6 x 4 cm. The serosa is red-tan, smooth and glistening. The cervix was white, smooth and glistening, 3.7 cm in diameter, with a patent os 1.2 cm in diameter. Essure confirmation test(s) conducted, specify : (B)(6) 2012 type of test and results not provided. Previously administered products included for an unreported indication: sulfanilamide, morphine, benadryl, tramadol and fentanyl. Past adverse reactions to the above products included hypersensitivity with benadryl; rash with sulfanilamide; and urticaria with fentanyl, morphine and tramadol. Concurrent conditions included depression, anxiety, panic attack, vertebrogenic pain syndrome and thyroid disorder. Concomitant products included bupropion, gabapentin, hydrocodone bitartrate (hysingla), levothyroxine, liothyronine, oxycodone and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), mood altered ("hormonal changes describe: mood changes") and abdominal pain upper ("increasingly painful abdominal pain / stomach"). The patient was treated with surgery (ablation was done in (B)(6) 2011, total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was done on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, hormone level abnormal, alopecia, nausea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain upper had resolved and the mood altered and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dyspareunia, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion previously reported (B)(6) 2009 now it is reported (B)(6) 2011. Discrepancy noted in date of removal : (B)(6) 2015. Discrepancy noted in essure removal date, in current follow up reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: uterus with posterior uterine fibroid. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion; in (B)(6) 2015: result: total bilateral occlusion. Lot number: 646527 manufacturing date: 2009/06 expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains'), abdominal pain ('increasingly painful abdominal pain / stomach') and menometrorrhagia ('irregular heavy menstrual cycles/ bleedings') in a 49-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2015: ultrasound done which showed b.4cm uterus with posterior uterine fibroid 1.9cm and es 6mm with normal r ovary, l ovary not seen due to bowel gas and echogenic essure tubal occlusion was seen bilaterally. On (B)(6) 2015, minus the adnexa, the uterus was 95 gm, 9 x 6 x 4 cm. The serosa is red-tan, smooth and glistening. The cervix was white, smooth and glistening, 3.7 cm in diameter, with a patent os 1.2 cm in diameter. Essure confirmation test(s) conducted, specify : (B)(6) 2012 type of test and results not provided. Previously administered products included for an unreported indication: sulfanilamide, morphine, benadryl, tramadol and fentanyl. Past adverse reactions to the above products included hypersensitivity with benadryl; rash with sulfanilamide; and urticaria with fentanyl, morphine and tramadol. Concurrent conditions included depression, anxiety, panic attack, vertebrogenic pain syndrome and thyroid disorder. Concomitant products included bupropion, gabapentin, hydrocodone bitartrate (hysingla), levothyroxine, liothyronine, oxycodone and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), mood altered ("hormonal changes describe: mood changes") and abdominal pain upper ("increasingly painful abdominal pain / stomach"). The patient was treated with surgery (ablation was done in (B)(6) 2011, total laparoscopic hysterectomy with bilateral salpingo-oophorectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, hormone level abnormal, alopecia, nausea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain upper had resolved and the mood altered and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dyspareunia, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion previously reported (B)(6) 2009 now it is reported (B)(6) 2011. Discrepancy noted in date of removal : (B)(6) 2015. Discrepancy noted in essure removal date, in current follow up reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: uterus with posterior uterine fibroid. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion; in (B)(6) 2015: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received. Event outcome updated for event abdominal pain upper. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("increasingly painful abdominal pain / stomach") and menometrorrhagia ("irregular heavy menstrual cycles/ bleedings") in a 49-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included fibromyalgia. Previously administered products included for an unreported indication: sulfanilamide, morphine, benadryl, tramadol and fentanyl. Past adverse reactions to the above products included hypersensitivity with benadryl; rash with sulfanilamide; and urticaria with fentanyl, morphine and tramadol. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was done on (B)(6) 2015), surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was done on (B)(6) 2015) and surgery (ablation was done in (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, hormone level abnormal, alopecia, nausea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: uterus with posterior uterine fibroid on (B)(6) 2015: ultrasound done which showed b.4cm uterus with posterior uterine fibroid 1.9cm and es 6mm with normal r ovary, l ovary not seen due to bowel gas and echogenic essure tubal occlusion was seen bilaterally. On (B)(6) 2015, minus the adnexa, the uterus was 95 gm, 9 x 6 x 4 cm. The serosa is red-tan, smooth and glistening. The cervix was white, smooth and glistening, 3.7 cm in diameter, with a patent os 1.2 cm in diameter. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added- hormonal changes, hair loss, nausea, nickel allergy and dyspareunia. Ablation was done in (B)(6) 2011 to treat event irregular heavy menstrual cycles/ bleedings and she did not undergo essure confirmation test. Lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains'), abdominal pain ('increasingly painful abdominal pain / stomach') and menometrorrhagia ('irregular heavy menstrual cycles/ bleedings') in a 49-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On 12-jun-2015: ultrasound done which showed b.4cm uterus with posterior uterine fibroid 1.9cm and es 6mm with normal r ovary, l ovary not seen due to bowel gas and echogenic essure tubal occlusion was seen bilaterally. On 20-aug-2015, minus the adnexa, the uterus was 95 gm, 9 x 6 x 4 cm. The serosa is red-tan, smooth and glistening. The cervix was white, smooth and glistening, 3.7 cm in diameter, with a patent os 1.2 cm in diameter. Essure confirmation test(s) conducted, specify : mar2012 type of test and results not provided. Previously administered products included for an unreported indication: sulfanilamide, morphine, benadryl, tramadol and fentanyl. Past adverse reactions to the above products included hypersensitivity with benadryl; rash with sulfanilamide; and urticaria with fentanyl, morphine and tramadol. Concurrent conditions included depression, anxiety, panic attack, vertebrogenic pain syndrome and thyroid disorder. Concomitant products included bupropion, gabapentin, hydrocodone bitartrate (hysingla), levothyroxine, liothyronine, oxycodone and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), mood altered ("hormonal changes describe: mood changes"), mood swings ("mood swings") and abdominal pain upper ("increasingly painful abdominal pain / stomach"). The patient was treated with surgery (ablation was done in dec-2011, total laparoscopic hysterectomy with bilateral salpingo-oophorectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, hormone level abnormal, alopecia, nausea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and headache had resolved and the mood altered, mood swings and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dyspareunia, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date of insertion previously reported 11dec2009 now it is reported 09dec2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 20-jul-2015: results: uterus with posterior uterine fibroid. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. Event : mood swings,stomach pain were added. Event deleted : device monitoring not performed as confirmation test is done. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("increasingly painful abdominal pain / stomach") and menometrorrhagia ("irregular heavy menstrual cycles/ bleedings") in a 49-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included fibromyalgia. Previously administered products included for an unreported indication: sulfanilamide, morphine, benadryl, tramadol and fentanyl. Past adverse reactions to the above products included hypersensitivity with benadryl; rash with sulfanilamide; and urticaria with fentanyl, morphine and tramadol. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was done on (B)(6) 2015), surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was done on (B)(6) 2015) and surgery (ablation was done in (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, hormone level abnormal, alopecia, nausea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: uterus with posterior uterine fibroid on (B)(6) 2015: ultrasound done which showed b.4cm uterus with posterior uterine fibroid 1.9cm and es 6mm with normal r ovary, l ovary not seen due to bowel gas and echogenic essure tubal occlusion was seen bilaterally. On (B)(6) 2015, minus the adnexa, the uterus was 95 gm, 9 x 6 x 4 cm. The serosa is red-tan, smooth and glistening. The cervix was white, smooth and glistening, 3.7 cm in diameter, with a patent os 1.2 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), abdominal pain ("increasingly painful abdominal pain / stomach") and menometrorrhagia ("irregular heavy menstrual cycles/ bleedings") in a 49-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibromyalgia. Previously administered products included for an unreported indication: sulfanilamide, morphine, benadryl, tramadol and fentanyl. Past adverse reactions to the above products included hypersensitivity with benadryl; rash with sulfanilamide; and urticaria with fentanyl, morphine and tramadol. Concurrent conditions included depression, anxiety, panic attack, vertebrogenic pain syndrome and thyroid disorder. Concomitant products included bupropion, gabapentin, hydrocodone bitartrate (hysingla), levothyroxine, liothyronine, oxycodone and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"), nausea ("nausea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and mood altered ("hormonal changes describe: mood changes"). The patient was treated with surgery (ablation was done in (B)(6) 2011 and total laparoscopic hysterectomy with bilateral salpingo-oophorectomy was done on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, hormone level abnormal, alopecia, nausea, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and headache had resolved and the mood altered outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: uterus with posterior uterine fibroid. Ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015: ultrasound done which showed b.4cm uterus with posterior uterine fibroid 1.9cm and es 6mm with normal r ovary, l ovary not seen due to bowel gas and echogenic essure tubal occlusion was seen bilaterally. On (B)(6) 2015, minus the adnexa, the uterus was 95 gm, 9 x 6 x 4 cm. The serosa is red-tan, smooth and glistening. The cervix was white, smooth and glistening, 3.7 cm in diameter, with a patent os 1.2 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received. Event added: hormonal changes describe: mood changes. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).